Event description:
It was reported that this programmer showed an error code after threshold testing. After the data button was pushed, the whole screen froze. Boston scientific technical services (ts) had the field representative rebooted the programmer and it appears to be working fine. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.